Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient being treated with baclofen intrathecal (500 mcg/ml, 24 mcg/day; lot number unknown) for intractable spasticity. The hcp had been asked to refill he patient's pump with saline and to keep the flow rate constant. The current flow rate was 0.048 ml/day (24 mcg/day). After the pump was implanted, they found out immediately that the patient did not do well with the baclofen therapy (patient experienced sedation; too sedated). The pump was filled with saline because the patient was too sedated. It was unknown if filling the pump with saline resolved the issue. While the patient was an inpatient, she was at the current dose. The physician was prescribing oral baclofen following this refill. The reporter had no additional history to provide.